Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient chest pain. The patient was admitted to the hospital. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.